Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll tip bulk convenience pak had foreign matter. This occurred on 8 occasions. The following information was provided by the initial reporter: material no: 309605 batch no: 0084626, 0084627. It was reported that out of a total of 2120 syringes, 34 syringes were found with the white substance.   Verbatim: (34 syringes between 2 lots and 2 doe) our facility has noticed several syringes lately tha.t have some sort of white substance that appears to be stuck to the plunger inside of the syringes. I have 2 photos that show the white substance fairly clearly. First documented on (B)(6) 2021 but upon closer inspection, noticed there was the same issue found on (B)(6) 2021. Out of a total of 2120 syringes, 34 syringes were found with the white substance. This total of 2120 was combined between lots 0084626 using #2060 and the remaining #60 syringes were from lot # 0084627. Unfortunately we have no way of knowing if one or both lots have the issue as it is not found until the syringes are all removed from the packaging that indicates the lot number.